Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up it was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Peritonitis was manifested by cloudy effluent and right upper abdomen. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized for the event. Treatment were unknown. At the time of this report, the patient had not recovered from peritonitis. Pd therapy was ongoing. No additional information was available.